Event description:
Event determined to be reportable based on additional information received 08/14/2008: it was reported that during a bronchoscopy procedure, the stent failed to expand. The lesion was located in an unspecified lung. The 12mm x 3mm ultraflex tracheobronchial stent delivery system (sds) was advanced to the lesion. Upon deployment of the stent, the stent failed to expand to the "desired size". The stent was removed by unspecified means and another of the same device was used to successfully complete the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
Following a detailed device analysis, no issues were noted with the returned unit which could contribute to the complaint incident. A deployed stent was returned for analysis, the delivery device was not returned. A visual examination of the stent found that it was fully expanded and no issues were noted with its profile. A review of the manufacturing documentation for this batch number found that the device met its material, assembly and product specifications. The root cause of the reported complaint was unable to be determined.